Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. Photometer lamp replacement is a customer maintenance action and the injury occurred while the operator was changing the lamp. The lamp replacement was successful and the instrument is working as expected. The operator did not seek any treatment beyond first aid and returned to work after their finger was examined by x-ray. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted a siemens customer care center (ccc) specialist and stated that an operator of a dimension exl 200 instrument injured her finger while replacing a photometer lamp. To replace the photometer lamp, the operator must lower the thermal chamber and when the lamp has been replaced the chamber should be raised again until it seats completely against the baseplate. While trying to do this, the operator inadvertently placed her finger between the edge of the thermal chamber and the baseplate, crushing her finger and causing it to bleed. The operator used cold water to treat the injury. An x-ray examination showed that the finger bones were not broken. The operator returned to work after x-ray examination and did not seek any treatment beyond first aid.